Manufacturer narrative:
The device was returned and evaluated. There was no evidence of fire on the returned charger. The electrical failure involving the charger appeared to be contained inside the v-0 flammability rated plastic enclosure. The electrical failure inside the enclosure was due to both leads on the ac receptacle (iec connector) being dislodged from the pcb of the charger. This damaged or loose connection led to an electrical failure on the pcb.

Event description:
Alleges she heard crackling and saw the charger glowing. Alleges there was a horrible smell and then the charger burst into flames.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges she heard crackling and saw the charger glowing. Alleges there was a horrible smell and then the charger burst into flames.